Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that during an office visit an erosion was diagnosed in the inguinal area, the incision opened up and exposed the tubing of the artificial urinary sphincter (aus) control pump. The physician washed out the are and replaced the control pump. The patient fully recovered.